Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had missing ke45/adhesive from the forceps cover and pinholes in the adhesives on the light guide lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.